Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step and used the cartridge beyond labeling. Customer reloaded the cartridge and loaded a new cartridge to resolve the issue. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.